Event description:
The patient was seen in clinic and error code 14, output disabled, was observed upon interrogating the device. It was also noted that the patient has been experiencing depression signs since (B)(6). No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Internal data from the generator was received and reviewed. It was also noted that nothing unusual has occurred for the patient and the reported depression is back to pre-vns baseline levels. Per the physician, the depression is still there but improved.

Event description:
A device history record review for the generator was performed on 9/26/2025. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. The generator was confirmed to have been manufactured with the new gc5 firmware.